Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 07/2003, the chief perfusionist contacted the manufacturer stating that during a pt's implant a plastic centering tool from the apical sewing ring was left in place and dropped into the left ventricle. This was not discovered until a tee in 07/2003, which was actually performed to check right ventricle function. The centering tool was then removed in the o.r. In 7/2003, by opening the aorta and pulling the centering tool out through the aortic valve. At this time an rvad was also placed.